Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mini-cap with povidone-iodine had a sponge that was separated from the cap, with iodine spread all over the inner surface of its pack. This was identified by the patient, before use in therapy. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.